Event description:
It was reported patient underwent a right knee revision procedure on five years post impanation due to pain and swelling. X-ray review indicates that the bottom half of the replacement fell. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D4: two (2) device ids were provided by the reporter; of these, only one (1) was reported to be implanted in right knee. It is unknown which exact device encountered this issue, it is one of the following: lot # 63958465 mfg dt: feb 23, 2018. Exp dt: feb 29, 2028. UDI # (B)(4). Lot # 64028913. Mfg dt: may 11, 2018. Exp dt: apr 30, 2028. UDI #(B)(4). D10 - medical product: articular surface catalog # 00596403210 lot # 64096644. All poly petella catalog # 00597206532 lot # 64107591. Femoral component catalog # 00576401552 lot # 63955578. Gender flex cem fem/ cem catalog # 98-0002-500-01 lot # unk. All poly petella catalog # 00597206532 lot # 64024234. Articular surface catalog # 00596403212 lot # 64048470. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Reported event was confirmed by review of x-rays provided. (If pictures available) device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.